Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen (baclofen) at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the patient had recently had their pump replaced on (B)(6) 2017 and since that time, the patient had complained of a loss of therapy and increased spasticity. A device manufacturer representative (rep) had interrogated the pump and the programming was accurate. Today [(B)(6) 2017], they were attempting to do a catheter access port (cap) dye study, but were unable to access the cap. It was noted that they were using a manufacturer cap kit, however they did not use the template. It was stated they used fluoroscopy and were sure they were in the cap. The pump was not flipped and they were able to access the reservoir septum without difficulty. It was noted the hcp was wondering if there was something new with the cap of the pump or the cap kit. It was reviewed that there was nothing new with the pump or cap kit and it was advised that the hcp use the cap kit template. Additional information received from a manufacturer representative. It was reported that they were using the refill kit to access the catheter access port (cap). The patient continues to have withdrawal and they were continuing to troubleshoot the patient's situation. Additional information was received from a healthcare provider. It was reported that the cause of the inability to access the catheter access port was due to the wrong needle being used. It was reported the spasticity was resolved and they were able to access the catheter access port. It was reporting troubleshooting performed related to the inability to access the catheter access port was "ir access pump & nm study." Additional information received from a consumer via a manufacturer representative on (B)(6) 2017 reported a catheter event occurred and was confirmed. Patient reported "lost therapy and went through withdrawal." It was noted this issue was noted right after pump replacement in (B)(6) 2017. Catheter dye study was performed last week and the dye did not flow, so they were suspecting a obstruction. Manufacturer representative (rep) did not know if there were any reservoir volume discrepancies. They determined the catheter was not functioning properly, so it was replaced today ((B)(6) 2017) with an 8780. Nothing was trimmed so the total volume was 0.251mls per rep. 30mls was still left in the reservoir per rep. It was stated that patient will be inpatient for today. Patient was receiving gablofen (baclofen) 2000mcg/day for a total dose of 300 to 149.7mcg/day. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.